Event description:
On (B)(6) 2022, the customer alleged to medela llc that her freestyle flex had low suction which she felt caused her to develop mastitis. The customer also alleged that she did seek medical attention for the mastitis. Additionally, the customer did not have the pump at the time of call but indicated that they would call back.

Manufacturer narrative:
Customer service was unable to perform troubleshooting with the customer as she did not have the pump at the time of the call. The customer also indicated that she is now using a competitor's pump but would call back later with her pump to troubleshoot. In follow up with a complaint handler on 8/24/2022, the customer stated that she developed mastitis on (B)(6) 2022 and was prescribed an antibiotic, for which it is not resolved. The customer also indicated that she would call customer service at a later date. The complaint handler asked if she could follow up with her on the status of the mastitis and the customer indicated that it would be fine. The complaint handler contacted the customer to confirm mastitis was resolved multiple times, including writing with no response as of the date of this report. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.